Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient complained of "clicking hip"; surgeon noted liner appeared eccentric on x-rays. Revision surgery (B)(6) 2014; awaiting further details from surgeon for initial surgery date. Surgeon said patient had fallen at some point post-op and had complained of "clicking hip" since that time.

Manufacturer narrative:
An event regarding dislodged liner and audible noise involving a trident alumina insert was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient complained of "clicking hip"; surgeon noted liner appeared eccentric on x-rays. Revision surgery (B)(6) 2014; awaiting further details from surgeon for initial surgery date. Surgeon said patient had fallen at some point post-op and had complained of "clicking hip" since that time.